Event description:
After successful insertion, when withdrawing the needle, the nurse found the needle separated from the stylet.

Manufacturer narrative:
One used unit and one unused unit with lot number 4061114 was received on 11 october 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.